Manufacturer narrative:
After a 6.0x80mm 120cm smart control stent was removed from the packaging and flushed with heparinized saline, a guidewire was about to be inserted into the smart control stent but the distal tip of the smart control stent was observed to be frayed. Therefore, the physician stopped using the device and a new smart control was used instead. The procedure was finished successfully. The target lesion was the left superficial femoral artery. It is unknown if the lesion was a de novo, but was heavily calcified and moderately tortuous. The % of the stenosis was 100%. The product was not clinically used in the patient and will not be returned for analysis as it was discarded. The product was stored, handled, inspected and prepped according to the instructions for use. The catheter tip handled according to the IFU prior to the observation that it was frayed. It was not reported there was any damage to the package. There was no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15580161 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
After the unit of a 6.0x80mm 120cm smart control stent was removed from the packaging and flushed with heparinized saline, guidewire was about to be inserted into the smart control stent but the distal tip of the smart control stent was observed to be frayed. Therefore, the physician stopped using the device and a new smart control was used instead. The procedure was finished successfully. The target lesion was the left superficial femoral artery. It is unknown if the lesion was a de novo, but was heavily calcified and moderately tortuous. The % of the stenosis was 100%. The product was not clinically used in the patient and will not be returned for analysis as it was discarded. The product was stored, handled, inspected and prepped according to the instructions for use. The catheter tip handled according to the IFU prior to the observation that it was frayed. It was not reported there was any damage to the package.